Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that device was popping up random menus by itself, during operating room procedures. Customer stated that the behavior was as if the touch screen was being touched to change settings and the only way to work around it was to hit the home button. The frequency of menus popping up was about 30 seconds. Customer stated device was cleaned with some type of cleaner which may have cause fluid intrusion; however, the type of cleaner was not specified. Service requested: repair. Service performed: repair. Investigation result: nka repair center evaluated the device on 9/9/2019. The reported issue could not be duplicated. No issues were found with touch screen functionality. Physically, damage to the touch screen and front case was observed. The following parts were replaced: 9000064586 touchscreen, mu-651ra 1 ea 6112904475d touch screen packing, mu-631r 1 ea 6111901212d front enclosure, mu-651 1 ea 6123902162a operation panel,mu-631/651/671 1 ea 6124902543 label, company logo, mu-651ra 1 ea 6124902204 label, mu-651ra model 1 ea device was put into service on 3/26/2014. Service history shows the this is an isolated incident. Due to the issue could not be duplicated at nka repair center, the root cause of the reported issue could not be determined. The issue has not re-occurred. Investigation conclusion the root cause could not be determined.

Event description:
The biomedical engineer (bme) reports that the or staff is complaining that the bedside monitor (bsm) begins displaying random menus on its own during their procedures.

Manufacturer narrative:
The biomedical engineer (bme) reports that the operating room staff is complaining that the bedside monitor (bsm) begins displaying random menus on its own during their procedures. The menus that pop up vary and are either ECG or nibp settings menus. They stated it is like touching the screen to change the settings, but the only way to remove them is to press the home key. Approximately 30 seconds later another menu pops up without the monitor having been touched. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reports that the operating room staff is complaining that the bedside monitor (bsm) begins displaying random menus on its own during their procedures.